Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined. The returned unit was reloaded and test fired satisfactorily.